Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results of an unknown number of patient samples with the simplexa covid-19 direct assay. The customer has not provided run files or assay lot information as of 11/22/21. The customer was concerned the discs were causing the issue. Retains of the same disc lot 12948n were tested on 11/16/21 with five (5) discs tested four times for reuse and no leakages occurred. The disc issue is not confirmed. The assay investigation could not proceed as there is insufficient information on the assay. It is likely some level of contamination at the customer site that contributed to the suspected false positive results. The customer has not provided their device or suspected false positive samples for investigation. At this time the fas is assisting the customer with their decontamination practices and appears to have resolved the occurrence of false positives. Without the assay lot information, it is not possible to determine a definitive root cause at this time.

Event description:
Diasorin molecular llc received a complaint alleging false positive results of an unknown number of patient samples with the simplexa covid-19 direct assay, but resulted negative on a competitor assay (filmarray). The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.